Event description:
(B)(4). It was reported that there was a broken central axis cover on the light/flat panel monitor suspension in the operating room.

Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. Replacement part was given to the account on (B)(6) 2011 for repair. The manufacture date of the device was unknown at the time of this report. Evaluation summary: during a visual examination at the account it was noted that the central axis cover on the light suspension unit is cracked on the back side and both sides of the fastener screw. This is a potential health risk due to the nature of the crack. If the pieces of the cap fell into the sterile field, they could compromise the sterile field. The cover will be replaced as soon as possible.